Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to the position of the battery. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132/(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to the position of the battery. The patient underwent an ipg replacement procedure and was doing well postoperatively.